Event description:
The doctor reported that he observed post-operative interface inflammation, which required a subsequent lift of the corneal flap and wash of the corneal bed. The pt visual acuity post-op is 20/20. Cornea is clear, with no haze.